Event description:
The customer reported to olympus, the maj-210, single-use biopsy valve broke when the user put the valve on the scope. There was a surgical delay of only seconds. No parts landed in the patient. There was no report of patient injury associated with this event. Every second valve breaks down immediately when put on the device. The defective used valves were discarded. Per the olympus representative, the event always occurred before the actual procedure when preparing the equipment. When the valve was on the biopsy channel everything was fine. There was no patient endangerment or interruption of the examination at any time. The problem with the valves was not with the endoscopes, but with the design of the valves. There were some complaints about this issue about two (2) years ago. This is due to the handling when putting on the valves. It was really just a matter of valves repeatedly breaking without being used. The customer has spoken to a colleague again about this. The matter has calmed down again in the last fourteen (14) days. It was probably the case that several valves had ruptured in succession at the predetermined breaking points and were therefore unusable. If the issue happens again, the customer will contact olympus. This complaint is related to patient identifiers; (B)(6) (maj-210, h0503).

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to a1, b5, d4, d5, d8, d10, e2, e3, g2, h3, h4, h6, and h8. A1, b5, d4, d5, d8, d10, e2, e3, h4: information for these fields were inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-210 lot h1101 was used for reproduction confirmation). "The housing of the forceps plug must not be damaged when attached" is verified by evaluation based on product standards. In the final inspection process, 9 sampling inspections are carried out for each production lot, and it is confirmed that the groove is not torn when attached to the mouthpiece in combination with the scope. The root cause of the issue could not be conclusively specified. Based on the product specification investigation and the inspection results of the final inspection process, no abnormalities were found in the product at the design and manufacturing stages, and it was found that the housing would not be damaged if installed according to the regular procedure. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: the device was damaged due to failure to install according to the instructions in section 7.3 of the instructions for use (IFU) manual. Complaint history review: a similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: 7.3 attaching the biopsy valve to the endoscope: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc tested using the different lot of h1101, and confirmed that the device can be attached without breakage. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to inadequate fixation to the endoscope.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure during the preparation for use, when the subject device was attached to the endoscope, the subject device was broken immediately. There was no report of patient injury associated with the event.